Manufacturer narrative:
The actual sample was returned for evaluation . During the visual inspection of needle/suture piece, the swage and attachment area were as expected. The suture piece present body fluids, several damages (dent) along of strand and end suture was cut that appears to be by use of the surgical instrument. Functional test was performed on the sample and the sample met the requirements. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the open sample condition, the assignable cause, suggests an improper handling of the sample.

Manufacturer narrative:
The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a free flap reconstruction procedure on (B)(6) 2018 and suture was used. During the procedure, while performing micro vascular anastomosis, the suture broke mid-body. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.